Event description:
It was reported that, pt was infected. Dr removed and put in an all poly cup with antibiotic cement.

Manufacturer narrative:
The following other hip device was also listed in this report. Trident psl ha cluster 50mm, cat #542-11-50e, lot #mlllrt. C-taper cocr lfit head 36mm/0, cat #06-3600, lot #mljkvp. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An elevation of the reported device cannot be performed as the device was retained by the pt and was not returned to the MFR. Additional info (including x-rays and medical records) has been requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.